Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis in both eyes two days post lasik. The topical steroid eye drop dosage was increased. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient's symptoms have resolved and the patient has been released from care.